Event description:
As reported, the 25 x 90 palmaz genesis on opta-pro balloon expandable stent unloaded during use. Resistance/ friction was noted while inserting the device through the guide catheter. The stent was unloaded before it reached the lesion. The device was removed easily from the patient. The procedure was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use. There were no anomalies noted prior to use. The device was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was noted to be properly mounted on the system when inspected prior to use. A non-cordis 9f sheath was used along with a non-cordis guide catheter. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the stent delivery system (sds). The inflation device was in neutral position when the system was being advanced and withdrawn. There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. The intended lesion was in the portal vein with stenosis. The target lesion was measured to have an 8.2mm diameter. The lesion was noted to have no calcification. The vessel was tortuous. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent was one to 2mm larger than the vessel diameter. There was no difficulty encountered while advancing or tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The catheter was noted to have been in an acute bend. The product evaluation was completed; however, a non-cordis device is seen. It was confirmed that the wrong product might have been sent by hospital in error. The correct one cannot be returned, it was discarded by the hospital.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 25 x 90 palmaz genesis on opta-pro balloon expandable stent unloaded during use. Resistance/ friction was noted while inserting the device through the guide catheter. The stent was unloaded before it reached the lesion. The device was removed easily from the patient. The procedure was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use. There were no anomalies noted prior to use. The device was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was noted to be properly mounted on the system when inspected prior to use. A non-cordis 9f sheath was used along with a non-cordis guide catheter. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the stent delivery system (sds). The inflation device was in neutral position when the system was being advanced and withdrawn. There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. The intended lesion was in the portal vein with stenosis. The target lesion was measured to have an 8.2mm diameter. The lesion was noted to have no calcification. The vessel was tortuous. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent was one to 2mm larger than the vessel diameter. There was no difficulty encountered while advancing or tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The catheter was noted to have been in an acute bend. The product evaluation was attempted; however, a non-cordis device was returned. It was confirmed that the wrong product might have been sent by hospital in error. The correct one cannot be returned as it was discarded by the hospital. An unknown non-cordis device was received inside a clear plastic bag. The reported product ¿long gen / pro 25 x 90 per 135¿ was not received for analysis. The reported ¿stent dislodged and stent delivery system (sds) resistance/friction-outer body¿ could not be confirmed as the cordis complaint device was not returned for analysis, only an unknown device was inadvertently returned for analysis. Based on the information for review it is possible procedural factors and handling of the device with concomitant devices contributed to the events reported. However, without the return of the correct device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the information available, does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, the 25 x 90 palmaz genesis on opta-pro balloon expandable stent unloaded during use. Resistance/ friction was noted while inserting the device through the guide catheter. The stent was unloaded before it reached the lesion. The device was removed easily from the patient. The procedure was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use. There were no anomalies noted prior to use. The device was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was noted to be properly mounted on the system when inspected prior to use. A non-cordis 9f sheath was used along with a non-cordis guide catheter. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the stent delivery system (sds). The inflation device was in neutral position when the system was being advanced and withdrawn. There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. The intended lesion was in the portal vein with stenosis. The target lesion was measured to have an 8.2mm diameter. The lesion was noted to have no calcification. The vessel was tortuous. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent was one to 2mm larger than the vessel diameter. There was no difficulty encountered while advancing or tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The catheter was noted to have been in an acute bend. The product evaluation was completed; however, a non-cordis device is seen. It was confirmed that the wrong product might have been sent by hospital in error. The correct one cannot be returned, it was discarded by the hospital.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 25 x 90 palmaz genesis on opta-pro balloon expandable stent unloaded during use. Resistance/ friction was noted while inserting the device through the guide catheter. The stent was unloaded before it reached the lesion. The device was removed easily from the patient. The procedure was completed with a new palmaz genesis stent. There was no reported injury to the patient. The device was stored according to the instructions for use. There were no anomalies noted prior to use. The device was prepped according to the IFU. There was no difficulty noted during prep. The stent was not manipulated during prep. The stent was noted to be properly mounted on the system when inspected prior to use. A non-cordis 9f sheath was used along with a non-cordis guide catheter. The balloon was not inflated or partially inflated prior to inserting the device into the patient. Negative pressure was not applied to the stent delivery system (sds). The inflation device was in neutral position when the system was being advanced and withdrawn. There was no resistance/ friction while inserting the balloon through the rotating hemostatic valve. The intended lesion was in the portal vein with stenosis. The target lesion was measured to have an 8.2mm diameter. The lesion was noted to have no calcification. The vessel was tortuous. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent was one to 2mm larger than the vessel diameter. There was no difficulty encountered while advancing or tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. The catheter was noted to have been in an acute bend. The device will not be returned for evaluation as multiple attempts were made without success.